Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was being worn under the customer's undergarment. Customer's blood glucose was 94 mg/dl. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery.